Event description:
During implant, there was difficulty fixing the ventricular set screw in the header of the device and the atrial set screw was unable to be removed. The device was replaced and the patient was stable.

Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew to disconnect the lead was confirmed. Analysis revealed the setscrew had been over-torqued by the physician at implant. Due to the over-torque the setscrew could not be untightened during the procedure. The attempts in the field to untighten the over-torqued setscrew caused the physician to strip the setscrew inset. During lab analysis testing special tools had to be used to untighten the setscrew. The stuck lead could then be normally removed from the connector once the setscrew was removed. The over torque was done in the field by the physicians at time of implant. This is a user related anomaly. The reported event of unable to tighten the ventricular setscrew was confirmed. Partial wrench insertion by the user caused the stripping of the setscrew inset while attempting to tighten the setscrew. Then other tools were used which completely damaged the inset so that the setscrew could not be tightened. Both setscrew problems are user related.